Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed by analysis. Final analysis did not find any anomalies.

Event description:
It was reported that the patient experienced a metal allergy and their pacemaker exhibited a failure to pace and sense. The pacemaker was explanted and successfully replaced. The patient's status was unknown.